Event description:
It was reported that (1) ez45b and (3) zr45b were used during an pneumonectomy procedure. It was reported by rep that the surgeon used an ez45b across bronchus and experienced intra operative air leaks. The surgeon has used this instrument in that manner before with good results. It is unknown how the case was completed and there was no consequence to pt.